Manufacturer narrative:
Additional information was received on 25-jun-2019 indicating that no patient was involved in this event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a compromised downstream occlusion (dso) seal. During analysis, the customer's concern regarding "message error (cassette not attached properly)" was confirmed and was noted to be due to contaminated dso. Service will replace the dso to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited message error (cassette not properly attached). It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.